Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿attempted to hang drug and spike bag when noted most of the tubing remained in the package. The tubing was cut at second y-site." An incomplete date of event was provided as (B)(6) 2019. The customer later stated that there were no adverse effects caused to the patient from the event.